Manufacturer narrative:
Evaluation summary: complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient was unhappy with the lens due to the halo effects and starbursts. The lens was exchanged during a secondary procedure. Additional information was requested.